Manufacturer narrative:
It was reported that after undergoing back surgery the customer applied a bandage over the surgical area on his lower back prior to wrapping up the entire dressing. The customer reportedly left the bandage in place for 3 days despite the packaging instructions stating to change daily. During those 3 days the customer experienced itching and burning, but thought that was just a part of the healing process. The customer returned to his post-operative appointment on the 3rd day and when the doctor removed the dressing he noticed the area underneath the bandage appeared red and irritated in the shape of the pad of the bandage. All of the surgical stitches were still in place at the time of the appointment and the customer was sent home with a new dressing applied to the surgical site and no additional medical intervention. Approximately four days later the surgical area dehisced and the customer was taken to the local emergency room for evaluation. The emergency room doctor evaluated the wound and did not find additional surgical intervention was necessary. The emergency room doctor applied a dressing to the surgical site and prescribed keflex 500mg four time daily for 10 days. The customer reported that the area healed without further incident. The actual sample involved in the incident was discarded and is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the customer applied a bandage over a surgical site and left the bandage in place for three days resulting in a reaction in the surgical area. The surgical site reportedly became infected and required treatment with antibiotics.